Manufacturer narrative:
Additional information was received and it was learnt that the incision was not enlarged, no vitrectomy was performed, no sutures were used and no patient injury was reported. Device available for evaluation? Yes, returned to manufacturer on: 07/21/2017, device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in two pieces. This condition is typical of a removed lens. One of the haptics was observed detached and missing. The lens was cleaned but white spots remained on the lens. The customer's reported complaint was verified however due the condition of the lens, the cause of the complaint could be related to the handling process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye and it was subsequently removed, during the same surgical procedure, as the lens looked broken. No further information was provided.